Event description:
The device was used during a low anterior resection procedure procedure. Reportedly, the instrument misfired. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
2/17/1998-supplemental report #1 submitted to FDA.